Event description:
Note: this manufacturer report pertains to an auriga xl 4007 console and a lighttrail single use laser fiber that were used during the same procedure. Please refer manufacturer report number 3005099803-2022-00154 and manufacturer report number 3005099803-2021-08266 for the associated device information. It was reported to boston scientific corporation that an auriga xl 4007 console and a lighttrail single use laser fiber were used during a lithotripsy procedure to treat a stone, performed on (B)(6) 2021. During the procedure, the auriga xl 4007 console burned the lighttrail single use laser fiber. The lighttrail laser fiber was not hot to the touch but stopped working and the procedure was rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.